Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a dissection occurred. The lesion was located in the left anterior descending coronary artery (lad). The 3.0 x 10mm flextome monorail cutting balloon ruptured at 5 atms. A dissection of the vessel extending distally was noted. The dissection was treated with the implantation of two unidentified stents. The patient experienced no symptoms due to the dissection. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).